Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited significant undersensing during a non-invasive pacing study completed twelve hours post implant. The undersensing resulted in anti-tachycardia pacing (atp) being delivered prior to shocks being delivered.